Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the smart device did not sound off for low alert. No additional patient or event information is available. Data was provided for evaluation. The reported event of smart device did not sound off for low alert was not confirmed via data. The root cause could not be determined post-investigation.